Event description:
It was reported that the patient was admitted to hospital with cardiac tamponade due to right atrial lead perforation. The patient experienced pericardial effusion and underwent a pericardiocentesis. The lead was explanted and replaced. The patient was stable post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).